Event description:
Philips received a complaint on the heartstart mrx device indicating that the device has displayed a maintenance required message. The remote service engineer conducted a remote evaluation of the device. The rse guide the customer to perform operational checks and the device was returned to normal. The device remains at the customer site and no further evaluation is warranted at this time.